Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
(B)(6) hosp data. (B)(6). It was reported that on (B)(6) 2015, a 2.75 x 23 mm xience xpedition stent was successfully implanted in the right coronary artery (rca) with 80%-90% segmental stenosis. The patient was discharged on (B)(6) 2015. On (B)(6) 2018, during a three-year follow-up visit, the patient indicated that on (B)(6) 2018, the patient was re-hospitalized for chest distress and pain lasting two days. This was diagnosed as acute non-st-segment elevation myocardial infarction. On (B)(6) 2018, the patient was re-hospitalized for dyspnea. Angiography showed the original stent was clear. The mid-left anterior descending (lad) with 40%-50% segmental stenosis, in left circumflex (lcx) mid-distal with diffuse stenosis, in proximal rca with 60%-70% segmental stenosis and in mid-right coronary artery rca with 100% blockage. A 2.75 x 28 mm non-abbott stent was successfully implanted in mid rca. On (B)(6) 2017, the patient was discharged home. The physician indicated the event was possibly related to the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of angina, dyspnea, myocardial infarction, and stenosis are listed in the xience xpedition, ce eluting coronary stent systems (eccs) instructions for use as known patient effects. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, the following information was received: the patient was re-hospitalized on 1/11/2018 and they were discharged on (B)(6) 2018. Patient was placed on dual anti-platelet therapy after the index procedure. There was no additional treatment with medications after the patient was re-hospitalized on (B)(6) 2018. No additional information was provided.